Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted due to diaphragmatic stimulation. Should any additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 47 cm distal to the is-1 connector pin. Two fragments were received for analysis. The lead tip was cut off and was not returned. The returned lead fragments were visually and electrically analyzed. The visual inspection revealed several cuts in the insulation which occurred most likely during the explantation procedure. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.